Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received questionable high elecsys tsh assay results since preventive maintenance was performed on (B)(6) 2017. The results were reported outside of the laboratory. A doctor questioned the results and requested to have the samples sent out to reference lab for confirmation. Of the data provided for three patient samples, only the results for one patient sample were discrepant. The initial result was 5.35 uiu/ml. When repeated the next day on same analyzer, the result was 5.75 uiu/ml. The result from the reference laboratory was 4.22 uiu/ml. The results from the reference laboratory were believed to be correct. There was no adverse event. The reagent lot number was 260471. The expiration date was mar-2018. The field service representative found the measuring cell was not holding calibration and he replaced the measuring cell. He ran all cell adjustments and a blank cell. The customer ran calibration and qc for all tests which passed.